Event description:
The costumer reported that there was no delay for the esophagogastroduodenoscopy (ogd).

Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. Based on the results of the investigation, the probable cause of the malfunction could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found no image from the composite and super video outputs. There was also abnormal color from the high-density connector output. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus field service engineer (fse) reported on behalf of the customer, the video system center super video and composite output signals are not getting to the monitor, so the image is not visible. The issue was found during preparation for use for a diagnostic gastroscopy procedure. The procedure was completed using a similar device. There were no reports of patient harm.